Event description:
During the procedure, it was reported that after use when the physician pulled the guidewire (subject device) out of the microcatheter it felt a bit sticky and actually the guidewire seemed to shred apart completely. However, the guidewire came out in its entirety. No clinical consequences reported to the patient.

Manufacturer narrative:
This is the 2 of 3 reports. Expiration date: added, device evaluated by mfg: updated, summary attached: updated, manufacturing date: added. The device history record (DHR) review confirmed that the device met all material, assembly and performance specifications. The subject guidewire was returned with another balloon catheter from other manufacturer. During the analysis of the returned device, it was revealed that the guidewire was not broken. In addition, there was a lot of resistance/friction felt while pulling the guidewire out of the balloon catheter. During the functioning test, it was found that a lot of friction was encountered when advancing the subject guidewire into the returned balloon catheter. It is likely that the reported and analyzed friction with the catheter was due to the catheter itself, because the subject guidewire and a demo guidewire worked properly with a demo microcatheter but both of the guidewires encountered a lot of friction with the returned balloon catheter. Information provided in the complaint indicated that the guidewire was confirmed to be in good condition prior to use, the guidewire was prepared per the dfu (direction for use) and continuous flush was maintained throughout the procedure. Therefore the reported delivery wire broken was not confirmed. The manufacturer has reviewed all information and determined this event no longer meets the requirement of the reportable event for the device in question.

Event description:
During the procedure, it was reported that after use when the physician pulled the guidewire (subject device) out of the microcatheter it felt a bit sticky and actually the guidewire seemed to shred apart completely. However, the guidewire came out in its entirety. No clinical consequences reported to the patient.